Event description:
Pt stated that, approx 3 months ago, insulin leaked into the device's insulin cartridge chamber. They did not recall the insulin cartridge being cracked. Additionally, they reported that the device's clock has lost 5 minutes over the past 12 months.